Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported device powered down while on a patient with no alarms on the lap top ventilator 1200. The customer reported the patient had cardiac arrest but did not expire. At this time, there is no information regarding intervention done to patient to prevent further harm

Manufacturer narrative:
Device evaluation : g3, g6, h3, h2, h6 and h10 . Results of investigation: vyaire medical received the device for evalution. Visual inspection of the unit under test (uut) found no visible defects, damage or contamination. The device underwent a ventilator check and was found to pass on all counts. A review of the ventilator preventive maintenance record found that at the time of the patient event the ventilator was due for a 10k (2 year) preventive maintenance. Testing for loss of external power found the device to immediately shut down upon loss of external power. The device logged this event as an ln vent1 with a slf reset as per expectations. There were no other ln vent1 entries in the event trace. There is no failure to report. The event trace review found the ventilator to have operated to expectations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available